Event description:
Subsequent to the initial MDR, additional information was obtained during a technical support follow-up with the patient on (B)(6) 2026. During this follow-up, it was clarified that the patient required intravenous (IV) dextrose, intubation, and transport to the emergency department (ed). The patient confirmed that intubation was necessary due to unresponsiveness, decreased respiratory effort, and low oxygen saturation. The intubation procedure was performed using direct visualization, and the airway remained secured for approximately three days. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2026. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. The patient had recently undergone cervical spine surgery (non-device-related) and was receiving steroid medications. On (B)(6) 2026, the patient accidentally impacted/snapped the sensor, resulting in detachment of the sensor patch. The sensor was not immediately replaced, as the patient reported no symptoms at that time. Later that evening, while attempting to insert a new sensor, the patient began experiencing symptoms consistent with hypoglycemia, including dizziness. A fingerstick blood glucose (fsbg) measurement showed a value of 43 mg/dl. The patient self-treated with glucose gel and administered nasal glucagon. Additional symptoms included tingling in the fingertips and lips. During attempts to reapply cgm, one sensor failed to deploy, and a second sensor was incorrectly placed near the elbow and ultimately not properly inserted. As a result, no cgm readings were available during this period. Shortly thereafter, the patient experienced loss of consciousness (loc) and had no recall of subsequent events. Injuries sustained during the fall included bruising to both arms, both knees (with swelling), and the back. The patient was found unresponsive on (B)(6) 2026, at approximately 4:35 pm by his sister, with a last known well time of 9:30 pm on (B)(6) 2026. Emergency medical services (ems) were contacted. Upon arrival, ems recorded an fsbg level of 30 mg/dl; at that time, no cgm was in use. The patient was treated with dextrose, intubated, and transported to the emergency department (ed). Diagnostic imaging, including CT scans of the head and chest, yielded negative findings. The patient was admitted to the intensive care unit (ICU), where management included monitoring, intravenous (IV) fluids, and pain control with IV fentanyl and unspecified oral medications for both injury-related bruising and pre-existing pain associated with the cervical spine surgery. The patient regained consciousness on (B)(6) 2026 and was discharged on (B)(6) 2026 with an fsbg of 130 mg/dl. At the time of the report, the patient was reported to be doing well. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.